Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the tissue damage. It was reported that on (B)(6) 2018, the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted at the lateral portion of the anterior 2/posterior 2 (a2/p2) leaflet segment. A second clip (80306u131) was placed lateral to the first; however, there was no effective reduction in the mitral regurgitation. The clip was released and moved slightly more lateral. Upon repositioning, the clip became caught in the chordae. Troubleshooting maneuvers were performed to free the clip, but were unsuccessful and an anterior leaflet tear occurred. The clip was repositioned and successfully implanted medial to the first. No treatment was performed for the leaflet tear and final mr grade was 3-4. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.